Event description:
It was reported that the patient had a slight increase in seizures over the week prior. Normal mode and systems diagnostics were performed which both showed 7/limit/high. The patient was disabled and referred to a surgeon for consult. X-rays have been taken, but have not been provided to manufacturer for review. Good faith attempts to obtain additional information have been unsuccessful to date. The cause for the high impedance is unknown at this time. The cause for the increase in seizures is unknown at this time.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death or serious injury.